Event description:
The customer reported that there were 40 units of insulin missing. The customer stated that she filled the reservoir with 180 units and later had only 120 units. Reviewed the history and found that she took only 2.2 units to fill the tubing. The customer stated that the daily totals do not show the insulin pump delivered the missing units. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.